Event description:
Why do you believe the event occurred? Bone loss around implant. Conditions involved in the event: mobility, bone loss. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).